Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. Customer's blood glucose value was unknown. Customer stated they did not press a button down for 3 minutes or longer. Customer stated that the insulin pump was not exposed to a change in altitude. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. (B)(4).